Event description:
On (B)(6) 2014, the nakoma acp system, part # 3100i-1001 lot # 21668s (class ii device), was received from the contracted MFR. The plate is constructed of titanium according to specification. Certificate of conformance for material and testing are on file. The lot was inspected to an aql 1 general level 2 and consisted of 24 plates, which required an inspection of 5 according to ansi/asqc z1 .4-1993. The lot was inspected with no non-conformances and released to inventory where it was assigned to a surgery set. On (B)(6) 2014 at altus (B)(4), t. Dr (B)(6) was performing an anterior cervical discectomy fusion to correct a slipped disc between cervical 6 and cervical 7 vertebrae, the surgeon used the alliance spine nakoma cervical 14mm plate part #3100i-1001 and lot # 21668s. The plate was placed in the pt after removing the damaged disc. The screw holes were drilled freehanded and no drill guide was used. The dr implanted the 14mm nakoma plate with four alliance spine self-tapping screws, part # 3100i-8003 and lot # 21536s. The plate contains locking devices that are lock when the screws are in place. One screw locked down but the other 3 screws did not lock in. The dr used the original screwdriver to try and remove the screw intact but was not able to and needed to use the screw removal device. The dr then proceeded with the case and used his usual implant set to complete the surgery. No serious injuries have been reported at this time. A video was taken at the time of the surgery and was attached to the file. On (B)(6) 2014 alliance spine quality specialist added a statement from the field operations rep regarding the incident. On the same day the nakoma acp system plate (part # 3100i-1001 lot # 21668s) was returned back at the main office and was evaluated and examined by alliance spine engineering manager. On (B)(6) 2014 after reviewing the pictures and the video the engineering manager concluded that the locking clips on the nakoma plate locked the screws in place as intended. Upon further review of the video that was submitted the dr "free-handing" the screws in place through the plate without proper instrumentation. The surgical technique specifies that drill/drill-guides are to be used when inserting self-tapping screws. The drill-guides in the set allow for proper angles of insertion and proper location to allow the nakoma locking spring to fully lock the screws in place.

Manufacturer narrative:
Alliance spine awareness date = (B)(6) 2014. Physician = dr (B)(6), nakoma surgical technique mkt-106 rev b nakoma surgical technique was added to file.